Event description:
Information received indicates the foot section moved up unintentionally.

Manufacturer narrative:
The facilities maintenance replaced the left patient side rail control board to repair the bed.